Event description:
It was reported at implant that lead helix would not extend even after over 30 turns. The lead was removed and replaced. No patient complicaitons have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, lead damaged at implant, and blood noted on distal conductor (not obstructed) and helix mechanism; the analyst noted that at this time it was not possible to test the helix, as the lead was received with the distal coil distorted within the connector, and the guide tooth was damaged; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.